Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the mildly calcified and mildly tortuous obtuse marginal artery. The 2.75 x 8mm veriflex mr stent delivery system was advanced, but was unable to cross the lesion. When the stent was pulled back, it was noted that the stent struts were flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).